Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015 correction: the initial 3500a report number 2531779-2015-29948 was submitted in error. This complaint conclusion is training/misuse and is therefore non-reportable. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.